Event description:
The patient reported that during the night, she got an occlusion alarm on her infusion device, she was unable to successfully prime the device, so she switched to her back up infusion device. The patient has changed the insulin cartridge and infusion set tubing at that time. She reported that her blood glucose value was over 600 mg/dl. She reported that she experienced dry mouth and feeling thirsty. At the time of the phone call, the patient reported that her blood glucose was a little high (value was not provided), but she stated that she has never been able to get her blood glucose values under control. During the troubleshooting with the company representative, the occlusion alarm did not recur with the primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.